Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the catheter damage/leak was not determined. To clarify the damage observed to the catheter was a puncture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coil interventional embolization of an aneurysm, the echelon microcatheter experienced several issues. The tip of the microcatheter was damaged, and a leak was observed at the distal location during preparation. Additionally, damage to the front end of the microcatheter was noted during the preparation phase. The patient's vessel tortuosity was minimal. The accessed vessel was accessed with an 8f. The catheter was flushed as indicated in the instructions for use, and the device was inspected prior to use. Upon discovering the damage, a new microcatheter was used, and the surgery continued without further complications. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the echelon-14 micro catheter was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch and within an opened echelon-14 inner pouch. Visual inspection/damage location details: no damages were found with the echelon-14 hub. No damages or irregularities were found with the echelon-14 micro catheter body. Dried saline was found within the hub and throughout the micro catheter body. The distal tip and marker band were found crushed/ovalized. The catheter tip appears to have been shaped. The catheter wall was found thinning and with a small hole found at the thinning location. Testing/analysis: the echelon-14 micro catheter total length (to the proximal marker band) was measured to be ~152.6cm and the usable length (to the proximal marker band) was measured to be ~144.8cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the hole. An in-house mandrel was inserted into the echelon-14 micro catheter hub, through the catheter and became stuck at the distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. It is likely the damage occurred during steam shaping. Possible causes of the break/hole are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.